Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of vaginal granulation tissue/scarring, removal of previous no tension sling, posterior colporrhaphy, and perineoplasty due to vaginal granulation tissue, vaginal pain after previous surgery, mechanical complication of implanted device, rectocele, sui, and vaginal constriction. It was also reported that patient underwent removal on (B)(6) 2013 due to excruciating pelvic pain with recurrence of urinary infection. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.